Event description:
A report was received that during a lead revision procedure, it wasn't the leads that were showing the out contacts, it was the internal parts of the old ipg. The physician suspected mechanical or biological malfunction with the ipg. The patient¿s ipg was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a lead revision procedure, it wasn't the leads that were showing the out contacts, it was the internal parts of the old ipg. The physician suspected mechanical or biological malfunction with the ipg. The patient¿s ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical and performance test performed. The complaint of the high impedance anomalies was not verified. The device passed the impedance measurement test and the functional test. The device exhibited normal device characteristics.